Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4) , implanted: (B)(6) 2010, product type: catheter. (B)(4). Device evaluated: analysis of the pump found no significant anomalies.

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6) year-old, male patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2015, the patient's pump reached end of service (eos). It was seen upon interrogation. The managing physician was "aware before that it had stopped." The pump was replaced on (B)(6) 2015. The physician restarted the patient at a lower dose. No patient symptoms occurred. If additional information becomes available, a follow-up report will be submitted.